Manufacturer narrative:
H10: manufacturing review: per the lot history review, this is the 1st complaint reported for this lot number and issue to date. The quantity affected is 1. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, one electronic x-ray was provided for review. The investigation is confirmed for catheter detachment with migration, as the image review showed a catheter and a port which were not connected, with the tubing over the heart and right sided outflow tract. The image reviewer stated the following: ¿chest radiograph 9/12/2018: the chest radiograph has a left chest wall port catheter hub that is not connected to any tubing. The hub connector is pointing cranial lateral. The location of the hub is adequately lateral. The catheter tubing is located over the heart and right sided out flow tract.¿ the reviewer also made the following key points: 1. No catheter tubing break is identified and 2. The tubing is located over the right heart outflow tract. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that the port catheter allegedly disconnected from the port chamber. It was further reported that the port catheter allegedly migrated to the right ventricle. Reportedly, the decision has not been made to remove the separated segments. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device: expiration date: 04/2017.

Event description:
It was reported that the port catheter allegedly disconnected from the port chamber. It was further reported that the port catheter allegedly migrated to the right ventricle. Reportedly, the decision has not been made to remove the separated segments. The patient status is unknown.